Event description:
It was reported that a PICC was placed (B)(6) 2024, removed (B)(6) 2025 cut at 42 cm - 5 cm external. Split unknown. There was no report of patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is inconclusive due to the state of the returned sample. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation of the returned catheter revealed blood residues throughout the device. A piece of a secur-a-cath was returned detached from the catheter. The distal end of the catheter at the 42 cm depth marker appeared uneven and potentially broken. Microscopic observations of the returned catheter revealed some residues from securement devices and/or biological material, but no splits were found during a microscopic observation of the device. The distal end of the catheter at the 42 cm depth marker appeared abnormally cut at the location where the catheter was claimed to be cut. A microscopic observation of the cut at the distal end of the catheter at the 42 cm depth marker revealed the cut to be abnormally shaped with sharp fracture edges and shiny fracture surfaces. The cut site was observed to curve down the catheter shaft on one side of the catheter in a longitudinal direction. Potential causes of an observation of leakage from the catheter may include a buildup of biological material along the insertion site, potentially causing fluids to flow out of the insertion site. Other unknown factors may have contributed to an observed leak; however, because no leaks were observed during inspection of the returned catheter, the complaint of a leaking catheter is inconclusive. This complaint will be recorded for future trending and monitoring purposes.